Manufacturer narrative:
The product was returned for analysis and showed signs of handling.one haptic was bent-gusset and distal area. The optic was cracked in the haptic insertion area of the damaged haptic and was torn/split from one edge through the center. While we are unable to determine the origin of the damage, our observation reasonably suggests that it is not manufacturing related. There have been no other complaints reported in the lot number. A completed questionnaire has not been received.

Event description:
A surgeon reports that following intraocular lens (iol) implant surgery, a haptic was folded. The lens was explanted. Additional information, including patient status, has been requested.